Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: gehc trout - 3114 n grandview blvd. USA waukesha, wi 53188.

Event description:
It was reported that there was a malfunction resulting in loss of oxygen therapy. There is no patient involvement.

Manufacturer narrative:
The following parts were replaced to resolve the issue: pip knob, tubing, fixed relief valve, wire harness - warmer light switch.